Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The patient infusion ended in 10 hours instead of the expected 48 hours. The device was filled with fluorouracil and 0.9% sodium chloride. The device was filled properly and the volume was within range (216 ml to 300 ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.